Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-10 into the cbd through the prepositioned (jag wire 0.035 straight) wire guide, assistant nurse tried to straighten the zso-7-10 using a straightener. The nurse straightened zso's pigtail and passed a wire through, but the wire did not pass. The wire did not pass because the pigtail was bent. The new zso-7-10 was used and wire guide was not changed.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zso-7-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-7-10 device of lot number c2087500 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2087500. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the wire did not pass because the pigtail was bent. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects as this occurred prior to patient contact. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide.

Event description:
Supplemental report is being submitted due to the completion of the investigation on(B)(6)2024.